Event description:
It was reported that customer experienced repeated minimum fill notifications and was unable to load cartridges onto pump, customer first went to emergency room and was subsequently hospitalized on (B)(6) 2026 with an elevated blood glucose (bg) level; however, specific bg value was not provided. Reportedly, customer had ketones that were not identified as dangerous, and received intravenous saline and insulin to address elevated bg. Customer was released from the hospital on 4/26/2026 with the issue resolved, and there was no reported permanent injury or other identified long-term harm. Customer had been experiencing issue before hospitalization but called only after hospital visit, attempted to reload same cartridge and tried multiple cartridges from different boxes without success. Tandem technical support arranged replacement pump. Customer planned to contact healthcare provider for backup insulin therapy.